Manufacturer narrative:
Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that a 30k cav.thinsert-fg,packed allegedly overheated and has bad water flow. No injury.

Manufacturer narrative:
Bul test method / gp005-wi02 inductance: gauge ID# (B)(4) due: (B)(6)2026 result: 3.10 meets spec does not meet spec n/a tip condition: meets spec does not meet spec n/a stack condition meets spec does not meet spec n/a tested on: g137 gage ID# (B)(4) due date: (B)(6)2025 set pressure: 35 psi water flow: output rate: 35 psi - meets spec does not meet spec n/a (water flow is 55 meets spec). Spray: - meets spec does not meet spec n/a water leak: hp sealing ring proximal ring distal ring seam leak n/a vibration: - meets spec does not meet spec n/a grip condition: meets spec does not meet spec n/a other visual observation: visually inspected and verified the insert has a bent tip does not meet spec. Inductance 3.10. The temperature is 90 degrees meets spec thermometer gauge (due date 09/30/2025).